Event description:
It was reported that the pulse generator exhibited backup vvi mode. The patient suffers from dementia and does not recall doing anything at the time of backup vvi. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.